Event description:
It was reported that this pacemaker, implanted with this lead, had reached elective replacement indicator (eri) and the physician wanted to know whether there was a problem with this right atrial (ra) lead due to a single transient out-of-range ra pace impedance measurement of greater than 3,000 ohms. Review of lead trends showed no other out of range values since, end lead was in a split configuration. Technical services recommended further lead evaluation. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).